Event description:
The customer called co's 1-800 number reporting erratic and low temperature readings. No healthy baseline temperature readings had ever been established on any family members. The customer began monitoring her child at 1:00 pm on 12/30/96 because the child was hot to the touch. Even though the customer could not recall any specific temperatures other than the one which preceded the seizure, she knew the child's temperature kept rising. Tylenol was administered at 1:oo pm and again at 4:00 pm. The customer recalled obtaining a temperature of 102.1 degrees f about a half hour before the seizure. The customer reported the seizure occurred at the time when the child was due for another dose of tylenol. After the child seized, the customer placed the child in the car with the air conditioner on, and took her to the ER, which is located approx 10 mins away. At the hosp, a rectal temperature of 102.7 degree f was obtained. The child was determined to have an ear infection and an antibiotic was prescribed.